Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 20psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating the high psi from 302 to 282. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
There are no previous complaints on the device related to this issue. This pump underwent routine maintenance testing where it was detected the pump's power test failed and the 30 psi test failed at 19 psi. Consequently, it necessitated to replace the power componet and recalibrate the pump's occlusion %. It was confirmed the replacing of the componet and recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 10/25/2024, znyo medical received a report that during the preventive maintenance (pm), that the pump could not turn on when received and the 30 psi test failed at 19 psi. No report of patient injured/harmed.